Manufacturer narrative:
(B)(4)

Event description:
The patient was examined one month after inlay explantation and the patient's bcdva improved to 46 letters read (20/25) with residual grade 1 peripheral edge haze.

Manufacturer narrative:
The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The patient's best corrected distance visual acuity (bcdva) decreased from 50 letters (preoperatively) to 45 letters at onset, and 43 letters immediately prior to explantation. At one day postop, the corneal haze reduced to grade I, and the bcdva is unknown.

Manufacturer narrative:
The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The subject was enrolled in the ide clinical trial and underwent implantation of the investigational corneal inlay in the right eye on (B)(6) 2013. Four years postoperatively the patient presented with grade 2 peripheral edge haze in the operative eye with optical coherence tomography (oct) showing the corneal haze approaching the epithelium. The patient was prescribed topical steroids, but the corneal haze progressed to grade 3 and the inlay was scheduled for explant in late (B)(6). Additional information has been requested.